Event description:
Event description guidant received information that post implant, the shock impedance on this right ventricular (rv) defibrillation lead was noted to be 48 ohms. The most recent interrogation of the device noted a shock impedance measurement of greater than 120 ohms.